Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the programmer booted to a system error. Analysis also found keyboard and display hasps damaged and the hinge plate screw was missing.

Event description:
It was reported there was a serious programmer error. Followup information received indicates it would occur trying to power on the programmer. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.